Manufacturer narrative:
The pump involved with this complaint has not been returned to animas for eval. If the pump is returned, an eval shall be completed and supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas to report that she was admitted to the hospital on (B)(6) 2011 with a blood glucose (bg) result over 800 mg/dl. The pt claimed she changed out the site on that day and had problems priming the pump. The pt denied having any symptoms of nausea, vomiting, shortness of breath, and ketones but went to the emergency room on her own. The pt was taken off the pump at the ER and put on an insulin drip. The animas customer service rep (csr) went through troubleshooting with the pt and noted the following: the pt denied having issues with the infusion site and infusion set, and the insulin was new. The pt confirmed that the pump settings were correct and that the pump was delivering insulin as programmed. The pt was able to complete the priming process with the pump with the animas csr. At the time of the (B)(6) 2011, the animas csr did not find any indication of a pump malfunction and advised the pt to discuss with her health care professional regarding infusion site rotations and infusion sets. On (B)(6) 2011, the pt contacted animas again to request a replacement pump since her doctor wanted her to get a new pump. The pt's doctor reportedly felt that the high bg is related to the pump. The pt has not worn the pump since (B)(6) 2011 and has not tried alternative site or infusion sets. A replacement pump was sent to the pt based on the doctor's request. This complaint is being reported because the pt allegedly was hospitalized for an over 800 mg/dl blood glucose result. It cannot be confirmed if the high bg was related to the pt's infusion site since the pt did not change out the infusion site, per the animas csr advice.